Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated the insulin flow blocked alarm was resolved by changing the reservoir, but her will get another alarm about 24 hour later. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was reporting a past event. Ran the test three times and was not able to reproduce the alarm. The device will not be returned for analysis.